Event description:
It was reported the patient underwent a pacemaker implant. While in the outpatient clinic, intermittent loss of ventricular capture was observed. As a result, the ventricular lead was explanted and replaced with good electrical measurements. No adverse consequences were reported.

Manufacturer narrative:
(B)(4).